Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (ink spots) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 2/17/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during visual inspection of the pump, the investigation was unable to confirm the complaint alleging there were ink spots on the display screen. No ink spots were observed and the display screen was fully functional, clear and legible. The pump was opened and the display flex was fully seated and secure in the connector. Unrelated to the initial complaint, it was observed that the battery compartment was cracked on the side from the case seal traveling up along the bumper toward the battery compartment threads.